Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8703w lot# l49842 (B)(4) implanted: (B)(6)1998 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was requiring "large doses of narcotic" to get pain relief. A CT scan was done of the patient's spine, and after reviewing the scan, it was determined that the pump catheter was damaged. The hcp believed that the damage to the catheter occurred at the time of implant. The implanting physician had pulled back on the catheter and the catheter was sheared. The pump was infusing drug into the lumbar spine and per the hcp, that was why the patient was requiring high doses of narcotics, noted to be approximately 14 mg f dilaudid. The catheter was replaced with an 8780 and since the pump's elective replacement indicator was 9 months, the pump was replaced to avoid putting the patient through another surgery in a few months. There were no environmental, external, or patient factors noted to have led or contributed to the issue. The issue was resolved and the patient's status was "alive - no injury". The catheter's status was noted to be "implanted-out of service". No further issues were reported or anticipated. The patient's medical history included stage 3 kidney failure, respiratory problems, and severe arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was discharged from the hospital on (B)(6)2017. The patient's medical history included stage 3 kidney failure, respiratory problems, severe arachnoiditis, a spinal deformity, and pain.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving "2u" mcg/ml fentanyl, "20u" mcg/ml prialt, "40u" mcg/ml baclofen, and "13u" mg/ml dilaudid, all at unknown doses via an implantable infusion pump for non-malignant pain and degenerative disc disease. It was reported that the patient thought their pump and possibly their catheter needed repair. It was reported that the patient was in the hospital. The hcp thought the patient was in the hospital due to the device/therapy as well as other medical issues. The hcp did not know about any audible alarms but believed the pump was nearing end of life. The hcp stated the patient thought they weren't receiving enough medication, and the hcp did not know if the intrathecal doses had been increased or not. The hcp stated that the pump had been refilled the morning of (B)(6) 2017, and was checked the previous day. The patient began to notice the issue and was admitted to the hospital on (B)(6) 2017. The hcp thought the revisions would be done the week following (B)(6) 2017, but because of the patient's medical issues they were not sure when it would occur. No further complications were anticipated/reported.